Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cartridge toner spill inside the (B)(4) printer. No injury was reported.

Manufacturer narrative:
Customer technical support (cts) sent a replacement printer to the customer.